Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon attempting to interrogate the device, the telemetry wand was not locating the device. Having the patient stretch in different positions to better reach the device was tried, but no position offered improvement in telemetry. A second programmer was tried, and still could not make initial interrogation. An ECG showed normal sinus rhythm and an x-ray showed no migration of the device when compared to x-ray at time of implant. A previous interrogation report also noted some difficulty locating the device with telemetry wand. The patient was instructed to connect patients merlin home monitor and report back for interrogation during an upcoming CT scan visit. Several methods to try interrogating with the device was also discussed for the next visit. The patient was in stable condition during the encounter.

Event description:
New information notes that the device is still unable to be interrogated, and the physician following the patient believes the device is eol. The patient is stable and the device remains implanted. The physician plans to have the device changed out, but the procedure has not yet been scheduled.